Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("fragment has been left behind") and medical device removal ("foreign-body material has been removed") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced device breakage (seriousness criterion intervention required) and underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (another operation is going to take place and essure removal including salpingectomy). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. In the meantime, I have had follow-up treatments, and the foreign-body material has been removed, including my fallopian tubes. Soon another operation is going to take place for a fragment that has been left behind, which is causing even more severe symptoms. They will also try to remove this. As a result of all these symptoms, I am hindered in my normal daily functioning, and I suffer damages. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("fragment has been left behind") and medical device removal ("foreign-body material has been removed") in an adult female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she underwent medical device removal (seriousness criterion intervention required) and experienced device breakage (seriousness criterion intervention required) . The patient was treated with surgery (essure removal including salpingectomy and another operation is going to take place). At the time of the report, the outcome of device breakage was unknown. The reporter considered device breakage and medical device removal to be related to essure administration. The reporter commented: various physical symptoms developed after this treatment. In the meantime, I have had follow-up treatments, and the foreign-body material has been removed, including my fallopian tubes. Soon another operation is going to take place for a fragment that has been left behind, which is causing even more severe symptoms. They will also try to remove this. As a result of all these symptoms, I am hindered in my normal daily functioning, and I suffer damages. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jan-2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.